Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have prematurely depleted as it¿s status was at elective replacement indicator. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached elective replacement indicator (eri) status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device¿s shock charging circuitry resulted in the lengthened charge times that triggered eri (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection.despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.